Manufacturer narrative:
Block d2b: additional applicable product code: nhl.

Event description:
It was reported that during a deep brain stimulation (dbs) implantation surgery, the lead could not be secured to the base using the burr hole cover's (bhc) retaining clip. Upon closer inspection, it appeared that the retaining clip was bent. The attending physician manually adjusted the clip slightly, enabling attachment to the base and used it as is. No additional adverse patient effects were reported. The bhc will not be returned to boston scientific for analysis as it remains implanted in the patient.

Manufacturer narrative:
Correction to block: h2. Block d2b: additional applicable product code: nhl.

Event description:
It was reported that during a deep brain stimulation (dbs) implantation surgery, the lead could not be secured to the base using the burr hole cover's (bhc) retaining clip. Upon closer inspection, it appeared that the retaining clip was bent. The attending physician manually adjusted the clip slightly, enabling attachment to the base and used it as is. No additional adverse patient effects were reported. The bhc will not be returned to boston scientific for analysis as it remains implanted in the patient.

Manufacturer narrative:
Block d2b: additional applicable product code: nhl.

Event description:
It was reported that during a deep brain stimulation (dbs) implantation surgery, the lead could not be secured to the base using the burr hole cover's (bhc) retaining clip. Upon closer inspection, it appeared that the retaining clip was bent. The attending physician manually adjusted the clip slightly, enabling attachment to the base and used it as is. No additional adverse patient effects were reported. The bhc will not be returned to boston scientific for analysis as it remains implanted in the patient.

Manufacturer narrative:
This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect medical device. Correction to block: h2. Block d2b: additional applicable product code: nhl.

Event description:
It was reported that during a deep brain stimulation (dbs) implantation surgery, the lead could not be secured to the base using the burr hole cover's (bhc) retaining clip. Upon closer inspection, it appeared that the retaining clip was bent. The attending physician manually adjusted the clip slightly, enabling attachment to the base and used it as is. No additional adverse patient effects were reported. The bhc will not be returned to boston scientific for analysis as it remains implanted in the patient.